Event description:
Acudose machine continues to malfunction. Narcotic pockets are still available (green light) to be opened without asking for the medication. Pharmacy personnel are aware and drawer is to be replaced. No access to drawer one for the staff to access medication, thus the nurses are required to walk to a different unit for medication increasing the time interval between the time patient calls for medication and administration is done.